Manufacturer narrative:
The cause for the observed discordant advia centaur testosterone ii (tstii) results obtained during validation/method comparison when compared to the advia centaur testosterone (tsto) results is unknown. Siemens is investigating. The instruction for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Discordant advia centaur testosterone ii (tstii) results were obtained during validation/method comparison when compared to the advia centaur testosterone (tsto) results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant testosterone ii (tstii) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00021 on 02/08/2017 for discordant advia centaur testosterone ii (tstii) results obtained during a validation/method comparison when compared to the advia centaur testosterone (tsto) results. 04/07/17 - additional information: siemens reviewed the customer's correlation data, and the difference of results when comparing the advia centaur testosterone ii (tstii) assay to the advia centaur testosterone (tsto) assay are expected. No product issue was identified with data provided. The instruction for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specification. No further evaluation of the device is required.